Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker was for explant due to battery depletion but during pre-implant check the battery status indicated increased longevity. Boston scientific technical services (ts) determined possible reasons for battery fluctuation and explained that battery can fluctuate due to voltage being on edge. The health care professional (hcp) mentioned that auto capture was programmed off. The pacemaker remains in service. No adverse patient effects were reported.